Manufacturer narrative:
(B)(4). The analysis found that one ec45a device was returned in good visual condition and with one ecr45w cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a robotic laparoscopic radical nephrectomy procedure, the jaws would not open. There was no buttressing material used and the device was not fired across an existing staple/clip. No additional information is available. Another device was used to complete the procedure. There was no patient consequence.